Event description:
During an lumbar rf ablation procedure, while the patient was prepped and on the table, when testing the motor stimulation, the machine kept jumping up by 2 volts instead of going up by 0.01. The dac leads were changed and the ports were changed but the issue persisted. The procedure was cancelled due to this issue. The system was replaced and the issue was resolved. There were no adverse patient consequences due to this issue.

Manufacturer narrative:
One nt 2000 ix neurotherm rf generator was received for investigation. Ac power was applied to the rf generator and the system was powered on successfully. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified.